Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy/gastric tube procedure, the surgeon could not fire device. They tried to replaced it with a new handle ,the firing was completed with no problem. When the sales rep checked and fired the alleged device, there was no problem occurred at that time. There was no injury caused to the patient and no medical intervention was required.